Event description:
It was reported that an asymptomatic patient presented in clinic after receiving patient notifier for high, out of range, high voltage lead impedance. Dft testing was recommended. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.